Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The trunk cable and distribution node to rear therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.